Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to a different room to complete the case. The philips remote service engineer (rse) inspected the system remotely and found that the unit was having random x-ray not possible errors. The rse inspected the daily logfile, and the issue was unconfirmed. The rse made multiple attempts to reach out to the customer; however, there was no response from the customer. The rse made the local team aware of the situation. Based on the service history, the reported issue did not reoccur, and the system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.